Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media of having going to the emergency room several times while adjusting to medtronic products. Customer was able to resolve issue with new infusion set. Customer's blood glucose was not reported.